Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: 978b128, lot# va2txam, implanted: (B)(6) 2023, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 25-apr-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the first implant wasn't put in the right place because the battery was right on the sit bone right where the pants/underwear would pull up. Patient (pt) said it had been so painful they couldn't wear jeans. Patient had been in pain for over a year (14 months) because they would sit on the implant and then the (lead) wire came out of their back and wanted to poke out of their skin. Pt said previous doctor pushed the wire back in january 2024 and said pt's fat was brittle because the pt was a cancer survivor and had chemo and the lead wire immediately came back out and poked out again. Pt said that they would feel the tension of the implant pulling on the lead wire and that's what patient thinks pulled the lead wire out of their back. Pt said at that time the dr. "Cut" the lead wire 3 times now.